Manufacturer narrative:
The lot was manufactured from may 15, 2020 - may 18, 2020. Four (4) actual samples were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that there were brown particles, measured to be 0.08 to 0.10 square mm in size, embedded in the material of the tubing line. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir testing. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (brown particles) can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The embedded particles were measured to be 0.08 to 0.10 square mm were within manufacturing specification for particulate matter embedded in the tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown dot discoloration was observed on the infusion line of 4 ce intermates sv (small volume) 200 ml. This was observed prior to use. There was no patient involvement. No additional information is available.